Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the device had visible green corrosion on an area of the inter unit interface. There was no patient involvement.

Event description:
It was reported that the device had visible green corrosion on an area of the inter unit interface (iui). After discussion with the hospital's biomed, they stated that they clean the iuis once a year with their yearly preventative maintenances and use the purple top sani wipes to clean the iuis. Bd's on-site team explained the cleaning procedure recommended by bd to the nurses and also to biomedical engineering. There was no patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : if other specify, imdrf annex g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.